Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated, as the serial number of the unit was not recorded. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the mattress slipped off the litter. There was patient involvement, however there were no consequences or impacts to the patient.